Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-60089.

Event description:
Customer reported the insulin pump alarmed motor error on the device. Customer stated he usually was able to clear the alarm and rewind, but not this time. Customer stated the device also alarmed motor position encoder error and each time he rewinds the device alarms motor error. Customer's blood glucose was 247 mg/dl. Alarm occurred during bolus. The device was dropped before but not currently. The device was not exposed to an MRI. Customer does not use sensor feature. Customer was unable to complete the rewind process. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.